Event description:
Information was received that the customer reportely experienced a power cord failure. Allegedly, the patient was using the device when awakened to the odor of smoke. According to the customer, the patient reported that there were sparks and flames coming from the device. Although the patient was using the device at the time there was no reported patient harm. Despite additional requests, the customer has been unable to offer clarification regarding this event, and has not returned the device for evaluation. Design of the power cord meets applicable safety standard, including ul 917 and iec 60320-1.

Manufacturer narrative:
To date, the device ahs not been returned for evaluation. Prior reports of failures of this type have been attributable to wear or long use. This alleged failure could not be confirmed because the product was not returned.